Event description:
It was reported that blood was found in the insulation of the lead at the time of implant. A replacement lead was used.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: final analysis confirmed presence of bloodily fluids in the lead. A visual examination showed a cut in the insulation 27.6 to 27.7 cm from the distal end of the lead.